Manufacturer narrative:
Report indicates that the pt had and was treated for a recurrence, which is a known possible adverse event listed in the IFU. The report does not specify a specific product problem and no product was returned for evaluation. However, due to the limited available info, we are unable to draw any conclusion at this time.

Event description:
Attorney reported: (B) (6) 2002 - pt underwent ventral incisional hernia repair surgery. Pt's hernia was repaired with a bard composix e/x mesh. On (B) (6) 2008 - pt's condition worsened progressively, and she presented to the hosp with severe abdominal pain and was found to have a large recurrent hernia. Pt underwent removal of the previously placed mesh at this time. On (B) (6) 2008 - pt presented to the hosp due to a chronic recurrent hernia and bowel obstruction. At this time, pt underwent extensive lysis of adhesions and a bowel resection. Prior to this, pt suffered two other bowel obstructions which were resolved with medical management. On (B) (6) 2008 - pt continued to experience pain and she presented with a non-healing abdominal wound. Because of the defective composix e/x patch and the multiple medical visits and surgeries necessitated, pt has suffered and will continue to suffer physical pain and mental anguish.